Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a discrepancy between their sensor glucose and blood glucose readings. The customer stated there would be a 10 point discrepancy between the readings. The customer also reported the insulin pump alerting them low blood glucose when the blood glucose would be 199 mg/dl. The customer also reported receiving calibration errors from their sensor. The customer was unable to troubleshoot at the time of the call. No additional information provided.